Manufacturer narrative:
(B)(4). The device was received. Investigtion is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the left anterior descending (lad) coronary artery. When removing the hi-torque turntrac guide wire from the lad, resistance was felt with the anatomy. A very aggressive sliding technique was used and the core stretched but did not unravel or separate. The device was removed with the assistance of a micro catheter. There was a slight delay but not clinically significant. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported stretched coils were able to be confirmed. The reported difficult to remove was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported/noted difficulties appear to be related to circumstances of the procedure. Manipulation of the device using a very aggressive sliding technique (against the instructions for use) resulted in the reported stretched coils and ultimately resulted in the noted detachment. The noted multiple bends on the core likely occurred due to handling or during packing for return analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling.